Manufacturer narrative:
The clinilogger has been retrieved from the user facility and the data will be analyzed accordingly. A follow-up report will be submitted upon completion of the investigation.

Event description:
Belmont's sales representative received a complaint from the user facility and relayed the following report: "I received a text message frm (B)(6) that one of the allon warming systems at tufts medical was showing high temp alerts".